Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 29-dec-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Fill volume: 400 ml, flow rate: 10 ml/hr, procedure: uni knee, cathplace: adductor canal. It was reported that there was a fast flow with a reaction. The patient had a uni knee procedure the previous week. The on-q was set at 10, and completed its infusion in 24 hours. As a result, the patient experienced numbness, nausea, and itching. The patient was miserable. The pump was pulled since it was dry. There was no reported patient injury. No further information was provided.